Event description:
The biomedical engineer (bme) reported that the hr waveform does not match actual measurement on this bedside monitor (bsm). The customer stated that the waveform for the unit will change from what the measured value reads, but that the measurement will remain steady and never change. Nihon kohden technical support (tech support) suspected the issue may be clinical in nature, but customer stated that they swapped out the device and the reported issue did not show up and all worked as expected.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the hr waveform did not match the actual measurement (numerics) on this bedside monitor (bsm). The waveform would change from what the measured value read, but the numerics would remain steady and never change. Nihon kohden technical support (nk ts) suspected the issue may be clinical in nature, but customer stated that they swapped out the device and the reported issue did not show up. Nk ts called to speak with the bme to follow up and was told that the issue was resolved. Investigation summary: the customer did not return the device for evaluation. As a root cause cannot be determined. The customer reported that the issue was resolved but did not provide information regarding the resolution. As the issue was resolved without nk assistance, it is unlikely that the issue occurred due to an nk device malfunction. No further issues related to incorrect values were reported for this device. The root cause is likely related to clinical education due to the nature of the complaint. Variables such as lead placement and patient preparation are known to affect ECG readings. There was no evidence of an nk device malfunction, and the issue is likely related to clinical education. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the hr waveform does not match actual measurement on this bedside monitor (bsm). The customer stated that the waveform for the unit will change from what the measured value reads, but that the measurement will remain steady and never change. Nihon kohden technical support (tech support) suspected the issue may be clinical in nature, but customer stated that they swapped out the device and the reported issue did not show up and all worked as expected. Tech support informed the customer that the issue sounds like a problem with the unit itself and informed the customer that we can set up a repair ticket for the unit. The customer became upset that tech support could not offer a list of parts for them to replace. Nihon kohden technical support (tech support) once again called and spoke with the biomed to follow up on the device and was told that issue was resolved. Then the customer hung up on them. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the hr waveform does not match actual measurement on this bedside monitor (bsm). The customer stated that the waveform for the unit will change from what the measured value reads, but that the measurement will remain steady and never change. Nihon kohden technical support (tech support) suspected the issue may be clinical in nature, but customer stated that they swapped out the device and the reported issue did not show up and all worked as expected. Tech support informed the customer that the issue sounds like a problem with the unit itself and informed the customer that we can set up a repair ticket for the unit. The customer became upset that tech support could not offer a list of parts for them to replace. Nihon kohden technical support (tech support) once again called and spoke with the biomed to follow up on the device and was told that issue was resolved. Then the customer hung up on them. No patient harm was reported.